Event description:
It was reported that the spectrum iq pump issue was intermittent, with random shutdowns during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿issue is fluctuate and random off¿ was not reproduced. Evaluation was able to run multiple infusions with no discrepancies. A review of the event history log revealed multiple occurrences of improper shutdowns. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The rear case will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.